Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced seizures and a loss of consciousness. No further details of the medical event were provided and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
"Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was reprogrammed and activated; however, sensor state went back to state 6 (indicating early termination). The returned sensor was further investigated and de-cased. A visual inspection of the returned de-cased sensor was conducted, and no physical issues were observed. Performed a visual inspection printed circuit board assembly (pcba); no issue was observed. The measured voltage of the battery is 1.59v, falling within the specified range of 1.45v to 1.65v. Upon further inspection of the battery, clouding and crystalline salt formation were observed in the crack of the gasket material on the negative side, indicating that the battery has leaked onto the pcba. A temporary battery disconnect may occur due to the resistance present between the battery and the pcba contact pad resulting from this leak. The sensor may experience a brownout by transitioning to state 6 as a result of a decrease in the battery supply voltage. This brownout can occur during the reprogramming process. Consequently, this isssue is confirmed as battery leakage affecting the pcba. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history review (dhrs) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted. Section d4 (device expriy date) & h4 (device mfg date) were updated based on the returned product download. "

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced seizures and a loss of consciousness. No further details of the medical event were provided and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.